Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
Customer's family member reported via phone call that insulin pump no longer alarms like it is supposed to be. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump rewinds slower than it used to. Customer declined troubleshooting. The insulin pump will not be returned for analysis.